Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the device evaluation. Please see updates to h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the needle could not be retracted and the scope channel was scratched due to a snap lock join failure. The root cause of this event was unable to be identified. The following is included in the instructions for use: " before use, prepare and inspect the instrument as instructed. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as posing an infection control risk causing tissue irritation, perforation, bleeding, or mucous membrane damage, and may result in more severe equipment damage." (Page 6); and "always have a spare instrument available in case the primary instrument malfunctions." (Page 7). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In a follow up communication, it was confirmed that the device was inspected prior to use, stated that during inspection prior to usage the outer packing was intact and undamaged. Additionally, it was reported that the duration of the procedure was about 45 minutes with no more than 15 minutes delay, with no harm or impact. The subject device was received for evaluation . Device evaluation, the following were noted: the handle of the biopsy needle was noted to be na-u403sx-4019, and no batch number found in the product. Functional testing was performed by pulling the handle to retract, it was found that the needle tip was still exposed and not covered. It was found that the transparent sheath that should have been fixed was loose, and the transparent sheath could move back and forth by pushing and pulling. When pulling the handle to retract the needle, the outer transparent sheath can be retracted due to looseness, resulting in the needle tip to expose. After trying to bind the transparent sheath with adhesive tape and protective sleeve, the fault can be eliminated. Based on evaluation findings, the transparent sheath of the handle was found loose and cannot be fixed. It moves along with the needle. No handling issue was noted. The reported issue could be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during a diagnostic endobronchial ultrasound (ebus) transbronchial needle aspiration (tbna) procedure, the needle could not be retracted and the scope channel was scratched. The device was replaced and the intended procedure was completed using a similar device. There was an approximately fifteen (15) minutes delay in the procedure to secure an alternate device and the patient under anesthesia however, the delay did not have an impact to the patient and the procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.